Event description:
A supplemental report is being submitted due to the completion of the investigation on 07-nov-2024.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1956117 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿equipment required¿¿.035 inch wire guide¿. There is evidence to suggest that the customer did not follow the instructions for use. The device was returned with a 0.025 inch wire guide, as per the IFU a 0.035 inch wire guide is required, product management have been notified of this occurrence as a precaution. 03 attempts were made to confirm that the 0.025¿ wire guide was used for the procedure however confirmation was not received from the customer. If more information becomes available this complaint can be reopened and updated accordingly. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the use of a 0.025" wire guide. It is likely the use of the smaller size wire guide provided insufficient support to the device, advancing the device with insufficient support through patient anatomy could lead to kinking of the introducer, attempts to deploy may have led to a build up of pressure at the kink leading to the outer catheter break, subsequently the stent could not be deployed. A second possible root cause could be attributed to difficult patient anatomy. It is possible that during deployment, a tortuous path may have caused a kink in the introducer, attempts to deploy may have led to a build-up of pressure at the kink resulting in the outer catheter breaking, as a result the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During ercp metallic stent implantation procedure, user successfully cut the duodenal papilla and advanced the delivery system of stent through wire guide to desired position, but found out the stent cannot be deployed as expected. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. What is the reorder number of the wire guide used with this device? Micro-tech (nanjing) zebra wire guide. 2. If not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: 3. Had a sphincterotomy been performed prior to this occurrence? Yes. 4. Had dilation of the obstructed area been performed prior to this occurrence? Yes. 5. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v. 6. Please describe the location in the body where the stent was to be placed. Common bile duct. 7. Was resistance encountered when advancing the wire guide through the obstructed area? No. 8. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. 9. Was the introducer advanced through the side of a previously placed stent? No. 10. Please estimate amount of time the stent was in place prior to this occurrence. None. 11. Did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.